Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu board and a cable. System operates as intended.

Event description:
The customer reported the system does not complete boot up. No pt injury was reported.